Event description:
After post-implant, a drop in r-waves was observed. Fluoroscopy showed the lead in the same implant position. The physician felt that the r-wave measurements were unacceptable. The patient's pocket was reopened and lead was repositioned. The r-wave measurements post shock again had dropped, though less significantly. It was concluded that this drop in r-wave might be a phenomenon of the patient's heart post shock.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.